Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported the patient's drug delivery pump was riddled with infection and nearly killed them. The pump was removed. No further information was provided at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.